Event description:
It was reported that the patient experienced phrenic nerve stimulation. The placement of the atrial lead tip was found to be poor. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that the lead was cut and returned in two pieces. The insulation was externally abraded at 5.6 - 6.7 cm from the connector pin. The location of the abrasion is consistent with that of friction to another implanted device.